Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was believed to be fraying at the tip. No friction or resistance was reported during delivery of the pipeline. It was clarified that the pta was indicated that the procedure involved inflating a balloon to achieve deployment of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip did not open and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the left internal carotid-posterior communicating artery with a max diameter of 7.4 mm and a 4 mm neck diameter. It was noted that the blood vessel diameter in the landing zone was 4.8 mm distally and 5 mm proximally. The patient's vessel tortuosity was moderate. It was reported that when the product was inserted to the target site and expansion was initiated, only the tip expansion was poor, but the other expansion was good, so the procedure was continued as is. When the pipeline was deployed slightly before the center, 3d imaging was performed in order to confirm that the opening of the pipeline tip was worse than usual, and it was confirmed that the wire at the tip was frayed. The pta was considered to resolve the issue, but it was collected. Dual antiplatelet therapy was performed. Pru was at the proper value. Postoperative findings related to blood flow contrast showed no problems. No cine images are available. The pipeline experienced deployment failure at the distal stent region. The pipeline was not in tortuosity of the blood vessel. The pipeline deployment failure occurred at more than 50%. Pipeline resheathing took place 2 or more times. The pipeline was not used in an infected patient. No other device or operation was used to deploy the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and were not used off-label. No patient symptoms or complications were associated with this event. Ancillary devices include a microcatheter.